Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during laparoscopic esophagectomy, the device was unable to fire and the physician was not able to squeeze the handle. The handle made a loud crack but different from before when he would feel crack and still could continue to fire. New handle was used to complete the case. There was no injury caused to the patient and no medical intervention was required.